Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia while using an ilet bionic pancreas integrated with a dexcom g7 sensor, with discordant readings between the ilet and fingersticks leading to sensor calibration attempts, sensor replacement, and infusion set and cartridge changes; the user requested and was issued a replacement ilet, and the original device will be returned. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included troubleshooting of cgm accuracy, infusion set replacement, and user education on infusion set change frequency. Investigation of this case revealed hyperglycemia with no clinical signs, symptoms, or conditions beyond elevated glucose, and the event resolved after sensor and infusion set changes; the ilet was reading data provided by the cgm. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.